Event description:
Medtronic received info that while using this pericardial sump catheter as a pulmonary artery vent, the plastic tip separated from the catheter. The tip separation reportedly occurred outside of the pt. The product was removed, and a similar product was used without reported difficulty. There were no adverse pt effects reported.

Manufacturer narrative:
Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: exact cause of the event cannot be determined at this time. Analysis: initial findings from product evaluation confirm the reason for return; the distal tip sump end could be removed with little effort. Microscope inspection did show evidence of bonding residue on the cannula tubing and the wall of the sump tip, but it is unk at this time if the amount of adhesive was adequate. Medtronic is unable to determine an exact cause for the component's separation at this time. The unit has been returned to the supplier for further evaluation. Conclusion: reduced device performance occurred and was related to the event. Root cause of analysis continues at this time. No reported adverse pt effects.